Event description:
It was reported that the ro marker of the catheter could not be seen while screening. The target lesion was located in the inferior mesenteric artery. A 130/20 renegade stc 18 was selected and advanced to treat the target lesion. The physician did not like the way the catheter tracked. It was also noted that he could not visually see the ro marker or the catheter while screening. The procedure was completed with a non bsc device. No patient complications were reported and the patients¿ status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).